Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps (lvp) were experiencing false air in line alarms. This issue was described as, ¿high volume of air-in-line¿. It was not reported if a patient was connected for therapy at time of these issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.